Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of (B)(4) showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported patient who attends the treatment of the PICC to the program on an outpatient basis and since the patient's discharge, which was on friday, march 19, the PICC had not been used, closed and at the time of the high-power line irrigation, a very small rupture is observed at the level of the tie of the cone with the extension cord, it is decided to remove and place a new PICC since the patient has pending chemotherapy and requires a safe device. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an extension leg break is confirmed but the exact cause remains unknown. Two photo samples of a dual lumen powerpicc catheter were provided for evaluation. The first image shows the catheter outside of patient use with a syringe attached to the red hub. A partial split in the extension tubing appears to be present at the interface with the red hub. The second image shows a closer view of the extension tubing and is being bent at a sharper angle. The partial break in the extension tubing is shown. The surface characteristics of the break location cannot be clearly inspected. Based on the photo samples provided, possible contributing factors include securement method and material fatigue caused by repeated kinking of the tubing. Since a break in the extension leg was observed, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported patient who attends the treatment of the PICC to the program on an outpatient basis and since the patient's discharge, which was on friday, march 19, the PICC had not been used, closed and at the time of the high-power line irrigation, a very small rupture is observed at the level of the tie of the cone with the extension cord, it is decided to remove and place a new PICC since the patient has pending chemotherapy and requires a safe device. No other information was provided.